Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00264. A physician reported hakim valve (unknown ID) was implanted via ventricular peritoneal (vp) shunt on (B)(6) 2021. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023. Based on the additional information provided, it is unknown if the patient experienced any signs and symptoms. Primary disease: suspected interhemispheric fissure cyst.